Event description:
The manufacturer received information alleging related to a CPAP device's sound abatement foam.the patient alleges to have headache, cough, dry mouth and eye,runny nose with nosebleed, chronic bronchitis. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.